Event description:
The hcp reported that the patient was experiencing "overdose symptoms". The patient had undergone catheter revision in october, 2004, for intermittent withdrawl and overdose episodes every three weeks. The patient did well until approximately 3 weeks ago when they began to experience intermittent return of symptoms without any adjustment of the daily dose. An indium study was performed and "it showed no flow in 48 hours from pump". The pump contents were aspirated and the amount was consistent with the estimated amount noted on interrogation plus the amount used for the indium study. The patient was well controlled during the 48 hours exhibiting no signs of withdrawl.